Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair procedure, the three balloons physically broke. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: smbttrndx, spacemaker pro btt + round, (lot #p3d0138) smbttrndx, spacemaker pro btt + round, (lot #p3d0138) smbttrndx, spacemaker pro btt + round, (lot #p3c0490). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the image depicts the balloon bloodied with a large hole protruding from the side. The visual inspection noted; the trocar balloon, obturators, dissector balloon, lock collar, 5mm optical trocar and valve seal appeared intact. The inflation syringe was received. The insufflation bulb was received. The valve seal for the trocar balloon was intact. Functional testing found that the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, however the balloon quickly inflated to one side and popped. The ports passed an air leak test. The obturator was inserted into the cannula and removed without restriction. It was reported that the balloon was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.